Event description:
Facility reported a blood leak alarm. Internal blood leak (20th use). Estimated blood loss 50cc. No medical intervention. Hemoglobin on 12/13 was 12.7 blood pressure was 168/90 preevent and postevent was 167/67. The sample is not available for examination.

Event description:
Facility reported a blood leak alarm. Internal blood leak (20th use). Estimated blood loss 50cc. No medical intervention. Hemoglobin on 12/13 was 12.7. Blood pressure was 168/90 preevent and postevent 167/67. The sample is not available for examination.